Event description:
Report received of retrograde flow. The pump was received in the biomedical department with an unsigned note that stated, "pump sucks backwards instead of pushing fluid in". There was no tracking information available including nurse, patient, or location. The customer contact indicated that there was no reported adverse patient effect. Though requested, there was no further information available.